Event description:
Patient had a left total knee replacement on (B)(6) 2022. After about one year, patient developed persistent progressive pain in her left knee. It was decided to bring patient back for a revision left total knee arthroplasty. During case it was discovered that there was aseptic loosening of the original implants. The primary implants and bone cement were removed without difficulty and that the bone cement interface had failed. The patient had very little bone loss with primary implant and cement removal.